Manufacturer narrative:
The device was returned to olympus for evaluation found an intermittent image flicker. The additional evaluation findings were as follows: there was a channel leak on the bending section cover, the adhesive on the bending section cover was removed and there was a hole/cut, the forceps passage had a channel leak, and the insertion tube was dented. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the reported event could not be reproduced. However, the evaluation confirmed an intermittent flicker in the image and a channel leak at the forceps passage. However, a definitive root cause of the reported issue could not be determined. The event can be detected by following the instructions for use: important information ¿ please read before use precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had no image when it was plugged into the olympus tower. The issue was observed during reprocessing. There was no patient harm or user injury reported due to the event.